Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/08/2014 with the following findings: the black box showed no evidence of loss of prime and evidence of consecutive call service alarms on 06/14/2014. The pump alarmed with a hard call service alarm upon start up which indicted a language corruption in a data chip and which prohibited further testing.